Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation. An external visual inspection was performed and passed. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).